Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). No further information available.